Manufacturer narrative:
Evaluation summary: the product has not been returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant with femtosecond laser procedure, the patient's eyes were not working together, and it was determined that the patient could not tolerate the anisometropia. The iol was subsequently exchanged for another iol. It was reported that the patient's symptoms resolved after the iol was exchanged.

Manufacturer narrative:
Product evaluation: product history records were reviewed and the documentation indicated the product met release criteria. There are no other complaints in this lot. The customer indicated the use of a qualified cartridge and handpiece. Cartridge and handpiece history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A viscoelastic was indicated which is not qualified for this lens/cartridge combination. The product investigation could not identify a root cause for the reported visual issues. (B)(4).